Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit with diabetic ketoacidosis; cause was not known. A blood glucose level was not provided. Customer was treated with intravenous fluids of saline and insulin and was discharged 6 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.